Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. No unexpected number ramping was noted during testing. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. After she went to take a bolus, a button was sticking and scrolling and she removed the battery. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 133 mg/dl. The customer was advised to revert to a back up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.